Event description:
The event is reported, via medwatch, as: a bubble humidifier was set-up for use on a pt. It was noted that the unit was not bubbling and the pt was on 4 liters which would normally make the unit bubble. Upon inspection of the unit it was noticed that the seal to the bottle had not been punctured and the pt was not receiving oxygen. It was reported that a teleflex aquapak bubble humidifier was used with a carefusion spike cap. It was reported in the medwatch that there was minor injury.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report. The customer used a non-teleflex part as a component. Because of that, no determination can be made as far as functionality and performance of this type of breathing treatment. Catalog number 003-40 as listed in the complaint is an aquapak 340 ml water bottle packaged with a sterile humidifier adaptor (catalog number 040). Therefore, this 040 adaptor should be used with the water bottle. From the medwatch, there is documentation of "minor injury". Attempt were made, via phone and e-mail, to obtain information regarding the nature of "minor injury". At the time of this report there was no response from the user facility.